Event description:
It was reported that the atrial lead had been programmed unipolar for quite some time due to poor bipolar thresholds. Sensing was 2 mv, and capture was 0.5 v at 0.4 ms in unipolar. The physician elected to leave the lead implanted programmed unipolar.

Manufacturer narrative:
Na